Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed.

Event description:
A report was received that the patient was seeking better stimulation coverage and was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient was seeking better stimulation coverage and was experiencing difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.